Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose was 200 mg/dl. The occlusion alarms were "usually resolved" by changing the pump supplies. After the current occlusion alarm, the customer changed out the infusion set and it was resolved. Reportedly, the customer had been using apidra in the cartridge. Tandem technical support advised the customer that apidra was not labeled for use with the pump.